Event description:
It was reported that when the device was interrogated, an alert noting an error has occurred was observed. The programmer was forced to reboot and the problem occurred with two different programmers. Patient will return for another device interrogation. No further information is available after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was able to be interrogated normally and the issue has not reoccurred.